Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 77 months ago. Vessel morphology at the time of implant is unknown. It was reported currently that the patient has disease progression with aortic neck dilatation, and 65 degree aortic neck angulation. The patient's aortic neck changes from 21 mm to 26mm in diameter. It was reported a recent CT demonstrated the stent graft has migrated distally 50 mm. There is no endoleak. The physician implanted two aneurx aortic cuffs and one talent aortic cuff resolving the migration. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Evaluation codes, results: migration. Conclusion: disease progression with aortic neck dilatation, and 65 degree aortic neck angulation.